Event description:
It was reported that when lights on insulin pump was turned on, a loud sound came from insulin pump. Insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was monitored and passed all operating currents within the specified range and passed the off no power test. The insulin pump was monitored and tested with no display anomaly or audio anomaly when the light was turned on. The insulin pump was received with cracked battery tube threads and a cracked reservoir tube lip.